Manufacturer narrative:
The analysis on the suspect power switching board was completed by medtronic personnel. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The analysis on the system control board was completed by medtronic personnel. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The analysis on the relay was completed by medtronic personnel. The relay was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the reported event. The power switching board, system board, and the ssr was replaced. The software and firmware were reinstalled. The issue was resolved. A full imaging system check-out was completed following part replacement and software reinstallation and all tests passed. Full system functionality was confirmed and the system was returned to service. The switching board and system control boards have been received by the manufacturer for evaluation, however, results are not available at this time.

Event description:
A site biomed representative reported that outside of a procedure, the image acquisition system (ias) would not initialize when warming up the imaging system. The workstation was turned on, but the ias never initiated. There was no patient present when this issue was identified. No additional information was provided.